Event description:
It was reported that the ilet was dropped, resulting in the connector snapping off inside the ilet reservoir and the cartridge becoming stuck; after guided troubleshooting, the patient¿s spouse was able to remove the cartridge and complete a supply change, and the device problem was characterized as a fracture involving the reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component fracture at the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.